Manufacturer narrative:
(B)(4) - unit to be scraped.

Event description:
It was reported via repair work order that the footboard bed angles were inaccurate due to a bent frame near the foot left siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.